Event description:
Initial lead extraction was attempted on 5/20/96 utilizing the eximer laser extraction device. Considerable osseous fibrosis was encountered in the subclavian vein, but this was eventually overcome. The lead was freed to near the point of attachment to the atrial wall. Resistance was again encountered and during manipulation the locking stylet disengaged the inner lead coils. An attempt to ensnare the remaining lead fragment from below was unsuccessful. A flexible tip catheter was used but adequate traction could not be obtained. Following these procedures, the extraction attempt was aborted. During the procedure it appeared as though the fractured "j-wire" was protruding through the myocardium and the pericardium as well. On 5/22/96, a median sternotomy was performed, the position of the "j-wire" fragment was confirmed, and it was noted to have entered the right lung. Gross examination indicates that a 22 cm fragment remained in the pt following the initial extraction attempt on 5/20/96. The fracture of the "j-wire" is approx equidistant between the two electrodes, and the wire protrudes approx 3 cm from the lead body through fibrotic tissue. A portable a-p chest film was obtained prior to the procedure on 5/20/96, and this clearly shows the wire protrusion.